Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Correct lot # 25123705 and exp date: 03/18/2017, mgf date: 03/18/2016. (B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The loading device was not returned. There was no blood in or on the delivery tube. The seal was returned outside of the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal was slightly folded and cracked/delaminated at the outer most coil. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .196 inches, the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure " failure to deploy" was not confirmed but was confirmed for analyzed failures "fitting problem" and "cracked/delamination". (B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The loading device was not returned. There was no blood in or on the delivery tube. The seal was returned outside of the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal was slightly folded and cracked/delaminated at the outer most coil. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .196 inches, the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure " failure to deploy" was not confirmed but was confirmed for analyzed failures "fitting problem" and "cracked/delamination".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The loading device was not returned. The seal was returned separately in a completely unrevealed state. The tether and the tension spring assembly were not returned with the seal for investigation. Traces of blood were observed on the seal and delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Based on the received condition of the delivery device we were not able to measure the delivery tube dimensions. Based on the returned condition of the device, the reported failure "failure to deploy" was not confirmed. The device was used according to the procedure. There was no malfunction observed. As per the instructions per use, blood within the delivery device is an indication of proper insertion of seal into the aorta via the hole created by the cutter. The IFU instructs the user that while securing the seal stem, cut one end of the tether and remove the tension spring with the remaining tether. Hold the seal tem right below the anchor tab and gently pull the seal stem to unravel and remove the proximal seal. Visually confirm the complete removal of the heart string proximal seal by the presence of an angled cut at the end of the unrevealed seal.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.